Manufacturer narrative:
. E1 phone number -(B)(6). A clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a phaco burn on right eye which occurred almost immediately after doctor began phaco on a mildly dense cataract. Post-op notes from same day of surgery: anterior chamber is deep with mild debris posterior capsule intraocular lens (pciol) is in the bag and centered intraocular pressure is physiologic post-op meds reviewed full time eye shield until tomorrow am, then at bedtime. Post-op day 1 cataract extraction (ce) right eye (od): lateral stitches x 2 (with plan to remove in a few weeks) 20/100 visual acuity standard medication. Note: this report is 5 of 5.